Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft fracture occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified distal right coronary artery (rca). The 3.5x12mm liberte bare monorail coronary stent delivery system (sds) was advanced to the target lesion but was unable to cross. Several attempts were made to cross the lesion and during the attempts, the shaft of the device fractured. The whole device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported with the patient's current condition listed as "good". Additional info has been requested, but none has been received.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause of this complaint can be attributed to operational context.